Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jul/2017, 23/oct/2017, 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation and crystalline in the gel. A microscopic analysis was performed which identified no other observation. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device was explanted.